Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead was over-sensing noise triggering noise reversion episodes. No programming changes or intervention were completed to address this issue. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2020-15077 new information received indicated the pacemaker and right ventricular lead were oversensing myopotentials and triggering pacing inhibition.

Event description:
New information revealed the complaint of myopotential oversensing was incorrectly added to this file. The lead associated with this report was oversensing noise.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead was over-sensing noise triggering noise reversion episodes. No programming changes or intervention were completed to address this issue. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Previously reported d11 should be empty.